Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a shocking/jolting sensation during positional changes (such as sitting on the toilet or a hard chair). The patient also never had therapeutic effect. The patient was re-directed to his healthcare professional. The patient had an appointment the following day for re-programming. Additional information was requested from his healthcare professional.